Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board was installed. The ma was adjusted and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an intermittent filament regulator failure error message. No patient injury was reported.